Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cracks in casing, and chipped at the battery compartment area. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that insulin pump was squirting insulin during priming rather than slow drip. The customer also stated that the buttons are harder to press. The insulin pump had motor error and button error alarm. The insulin pump will not be returned for analysis.